Event description:
It was reported that while inserting a nonlocking screw, the screw slipped through the slot to the back of the plate. Physician decided to leave plate and screw implanted. Patient outcome: no adverse effect reported as a result of this event.